Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will te provided in a supplemental report.

Event description:
Customer reported: during pre-test, prior to use on a pt at hospital, a nurse reported air leakage from the cuff. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.